Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the paramedics have come out to her home to treat her for low blood glucose. Customer has also been hospitalized for low blood glucose as well. Nothing further reported.